Event description:
Revision surgery performed on (B)(6) 2020. The causes of the revision are unknown. The previous surgery took place on (B)(6) 2019. According to the information received, the patient was then revised again on (B)(6) 2020. The second revision surgery ((B)(6) 2020) was due to infection and it was registered and reported to FDA as complaint number (B)(4) (MFR report 3008021110-2020-00098). During the revision surgery object of this report, the following components were explanted: - smr reverse humeral body product code 1352.15.010 lot#1916474 ster.1900372 - smr reverse liner +6 mm product code 1360.50.820 lot#16at14m ster.1600339 - smr glenosphere ø 36mm product code 1374.09.111 lot#1901870 ster.1900051 - smr small-r connector +2 product code 1374.15.312 lot#1919128 ster.1900396 - smr metal-back glenoid small r product code 1375.21.005 lot#1502512 ster.1500203 this event occurred in USA.

Manufacturer narrative:
By checking the device history records of the involved lots, no pre-existing anomaly was detected on the overall components that belong to the same lot numbers. This is the first and only complaint received on these lots. Even if repeatedly requested, the information on the cause of this revision surgery was not provided, the complaint source only reported that it was definitely not related to the devices. Furthermore, no x-rays, no pictures of the components, no patient's data nor any additional information was provided. Without the possibility to recover any specific information on this case, no analysis can be performed.

Manufacturer narrative:
By checking the DHR of the involved lots, no pre-existing anomaly was detected and the overall components manufactured. This is the first and only complaint received on these lots. We will submit a final MDR once the investigation will be concluded.

Event description:
(B)(4).